Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 52 mm tritanium cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Removal of cup, liner, head and screws due to instability. Used our head and competitive liner and cup.